Event description:
It was reported that during a da vinci-assisted surgical procedure, the master controls moved when the camera clutch pedal was pressed. No errors in the logs. Clinical sales rep (csr) stated that a second procedure was completed by another surgeon without reports of issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The surgeon did not release their hands from the master controls at the time of the event. There was no patient injury. It was user error. The surgeon had the case on a monday and no other surgeons had the issue occur the remainder of the week. The clinical sales rep (csr) states that the surgeon was not pushing the pedal down enough to switch from the instrument to the camera. So when the surgeon thought they switched and attempted to move the camera, the instrument moved instead.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and the clinical sales representative (csr) and confirmed that the problem was resolved successfully, with no additional complaints reported during the subsequent procedures. The csr reported that the surgeon was not pushing the camera clutch pedal down enough to switch control from the instrument to the camera; so when the surgeon thought they switched and attempted to move the camera, the instrument moved instead. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.